Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector was loose. Based on the results of the investigation, it is likely the following led to the malfunction caused due to corrosion on the interface board, printed circuit board, main board and circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was not working properly and had no image. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: video system center displayed blackout.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer information that received in due diligence. Updated fields: b5, h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.